Event description:
Patient presented with severe pain, mucopurlent discharge, and severe injection od associated with wear of focus night & day lenses. There was a single large infiltrate (5.5 x 5 mm) with the central 6mm, with staining over the entire infiltrate. There was a marked anterior chamber response (moderate flare and 21-50 cells). The event has resolved with a faint scar and significant vision loss (pt pinholes to 20/100, best-corrected refraction not done). Vision prior to the event was 20/20. The lesion failed to repsond to antibiotics, antivirals, and antifungals, and was ultimately confirmed as acanthamoeba through confocal microscopy. It is the opinion of the eyecare professional that this patient will ultimately require a corneal transplant to restore vision to pre-event level. No further info is avialable at the time of this report.